Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A final intraoperative angiogram revealed that the trunk-ipsilaterial leg component had moved proximally which covered the patient's right renal artery. The physician attempted to pull the device back to its original implantation site without success. The physician will continue to monitor the patient.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork is being conducted.